Event description:
Reporter alleged passing out and going to the hosp due to allegation blood glucose monitoring device may not be accurate. Reporter stated blood glucose was 511 mg/dl and customer passed out and was taken to the hosp. Reporter indicated no treatment was rec'd at the hosp. Reporter stated controls were used and found to be within an acceptable range as well as normal medications were taken the day of the alleged event. A request was made for the return of the suspect device and replacement product was sent.